Event description:
Console went into emergency system while being setup for pt. A backup unit was used for pt support with no problems. Abiomed field service examined the unit but could not reproduce the problem.